Manufacturer narrative:
Product complaint # (B)(4). Reporter is a j&j sales representative. Investigation summary. Investigation flow: damage. The push-pull reduction device (p/n: 324.024, lot #: pe00893) was returned and received at us cq. Upon visual inspection, it was observed that the drill shaft was broken at the most proximal thread and the broken fragment was not returned. No other issues were observed with the returned device. The device failure/defect was identified. No dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint was confirmed. The device received was broken. Hence confirming the allegation. The complaint condition was confirmed for the push-pull reduction device (p/n: 324.024, lot #: pe00893). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Part # 324.024. Synthes lot # pe00893. Supplier lot # pe00893. Release to warehouse date: dec 20, 2010. Supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine incoming inspection of a loaner set at (B)(6) site on an unknown date, the push-pull reduction sleeve was broken. There were no patient and surgical involvement reported. This complaint involves one (1) device. This report is for (1) push-pull reduction device. This report is 1 of 1 for (B)(4).